Event description:
A surgeon reported that a patient who received op-1 implant as part of a craniomaxillofacial surgery experienced a large amount of inflammation, bone resoprtion and tissue necrosis in the postoperative period. The patient required reoperatin to debride and manage inflammation. The surgeon suspects this reaction was caused by an allergic response to op-1 implant. No other information was provided. Additional information is pending.